Event description:
Pt complained of aches and pains, dry mouth, breast hardness, painful breasts, itching, redness and swelling of skin, enlarged glands, swollen lymph nodes, swelling of joints in hands and feet, fatigue, hair loss, shortness of breath, infections, and high blood pressure. Implant date: 5/1/89.